Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was "beeping" and the lead displayed noise. The device was "turned off," the lead was capped, replaced, and no patient complications have been reported as a result of this event.